Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps (fbf) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, fenestrated bipolar forceps (fbf) instrument black conductor wire was broken. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black insulation was not stripped or damaged, the wires were not exposed. The conductor wire was loose. There were no signs of thermal damage. The instrument did not collide with any other instrument. No images were available for review.